Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of contamination and in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date in 2011, the patient experienced an unspecified contamination. On an unspecified date in 2011, the patient experienced peritonitis. The cause of the peritonitis was contamination. On (B)(6) 2011, the patient was hospitalized for peritonitis. Treatment included vancomycin, 1500 mg, ip, every 5 days for 2 weeks. The patient was discharged on (B)(6) 2011. On an unreported date in 2011, the patient had recovered. Dianeal therapy was ongoing. The nurse reported that the event of peritonitis was not related to dianeal therapy. An opinion of causality was not provided for the event of contamination.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h10f07026, h10f23064, h10i14083, h10f01037, h10g30067 and h10h31055 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The specific product code for the minicap transfer set is unknown. The brand name, manufacture and 510k however have been provided in this MDR. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.